Manufacturer narrative:
(B)(4). Issue wasn't confirmed. Device was forwarded for regular maintenance during which was fully tested and calibrated. Device works like intended. The reported issue was not confirmed during sample evaluation but was confirmed by the patient experiencing symptoms of overfill. The root cause was insuff drain-tidal uf removal set too low . Previous service events weren't related to reported issue. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Event description:
This was a spontaneous report received on (B)(6) 2012, by baxter (B)(4) from a baxter sales representative. A nurse had reported that on an unknown date, a patient stated his stomach felt bloated and he felt uncomfortable because of the amount of solution in his stomach. According to the nurse, the patient was using a homechoice smartcare 10.4 cycler. The patient was using physioneal and extraneal solutions. The patient used the physioneal 3.86 twice a week for ultrafiltration purposes, and used extraneal for the last fill. According to the nurse, she had programmed the cycler for 70% minimum drainage, and an 80% tidal volume for peritoneal dialysis (pd) the patient told the nurse that his stomach was bloated at the end of the therapy. The nurse realized the patient had too much solution inside his stomach. The nurse called baxter and explained that the problem was due to how she programmed the cycler. The nurse explained that she had programmed the percentage of drainage greater than the percentage of tidal pd. According to the nurse, a few days after the first occurrence, she had programmed the cycler a second time with an 85% minimum drainage and an 80% tidal volume. The patient had his therapy a second time, four or five days after the first occurrence, and his stomach was again bloated. According to the nurse, they emptied the patient's stomach and measured around 3.2l of solution at the end of therapy. According to the nurse, the patient was not supposed to have this quantity in his stomach. The patient's usual drainage was around 2l and the usual fill volume was 2.3l-2.4l. The last fill volume was supposed to be 500ml of extraneal. In this case the nurse saw the fill volumes were greater than the drain volumes. The cycler was programmed for a total volume of 11000ml, a total time of 8 hours, a fill volume of 2500ml, a tidal volume of 80%, a total ultrafiltration (uf) of 10ml, a last fill volume of 500ml, a tidal volume of 2000ml, a uf by cycle 2 of 2ml, a minimum drain of 80%, and an initial drain alarm of 300ml. The cycler showed therapy performed on (B)(6) 2012. There was patient involvement but there was no patient injury or medical intervention reported.